Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause was isolated to an internally open component. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger was unable to power on.